Event description:
The patient was connected to three gemstar pumps for doxorubicin, cytoxan, and mesna. When the pump was infusing mesna, the tubing of the mesna infusion started leaking from the infusion site.====================== manufacturer response for tubing, IV, gemstar======================representative is aware.